Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during dwell in peritoneal dialysis. The patient did not disconnect at any time. There were no wet lines, and no spare lines with open clamps. The technical service representative cleared the system error 2267 so the patient may unload cassette and bags. There was to be no further therapy tonight. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.